Manufacturer narrative:
(B) (4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt experienced difficulty sleeping, sweatiness and was "tight". A confirmed motor stall was recorded in the event logs on (B) (6) 2010 at 0818 without a noted motor stall recovery. A tube set error was also noted in the telemetry strips. A rotor study and catheter dye study were done with unk results. The physician felt that the pump was not working properly. The physician planned to "start emergency protocol". The pump was replaced. The pt recovered without sequela. The medication being delivered via the device was lioresal.